Manufacturer narrative:
(B)(4). Per data log analysis, on (B)(6) 2017 at 09:39:59 the vent pump speed is set to 826 ml/min. At 09:40:07 am the vent pump stops but does not indicate why. The pump is started again at 09:40:25 am. Speed is set to 250 ml/min and the vent pump stops again. The vent pump is started/stopped/started in 3 seconds. The vent pump stops again at 10:05:13 am, and is started again at 10:11:07 am. The pump is stopped one more time before the perfusion screen is exited at 11:07:34 am. There is no problem indicated in the log but it is possible the pump stopped and displayed "service pump" without logging why. The user facility's biomedical technician (bmet) checked the pump and could not duplicate the problem.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit stopped twice and displayed a 'service required' message. The unit was restarted both times and used for the remainder of the procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during cardiopulmonary bypass on (B)(6) 2017 at the user's facility, the heart lung machines (hlm) four inch roller pump gave a 'service required' message on the local display of the roller pump. Shortly into the pump run around 9:40 am, the vent pump stopped running and turned off. The perfusionist was able to turn the pump back on at the start/stop button. This happened several times, but it was able to be mitigated each time. The vent four inch roller pump worked to specifications the remainder of the four hour long pump run. The incident did not delay the surgical procedure, and the patient was weaned from cpb without harm. The patient had no apparent blood loss associated with the incident.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed via clinical review and data log analysis. During laboratory analysis, the product surveillance technician (pst) observed the pump pod to pass test fixture testing, cold chamber testing and visual inspection. The pump pod functioned properly with no service pump error messages. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.